Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician indicated, there was difficulty engaging the setscrew of this model of implantable pulse generator (ipg). The is-1 pin does not fit will within the header which causes the setscrew to back out. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.